Event description:
The pt received 2 leads with the same lot number. It was reported the pt experiences ineffective stimulation. The pt stated he does not want to undergo reprogramming. Pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Additional information gathered revealed the patient's issue remains ongoing. X-rays were taken and revealed both leads have migrated. In turn, the patient may undergo surgical intervention.